Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sales rep, reported on behalf of the surgeon, that as advancing the 3.5 x 12mm locking screw into the distal medial screw hole of the plate the locking threads did not engage in the plate. The sales rep reported that the screw therefore continued to advance through and ended up underneath the plate. The sales rep reported that the surgeon was able to remove the screw and he inserted another 3.5 x 12mm locking screw with lot f003638atpbbp, this engaged with the plate and locked.

Manufacturer narrative:
Evaluation summary: the reported failure could not be confirmed since the returned device is fully functional. It could be assumed that the device was inserted in a wrong angle making the locking effect impossible. This case will be classified as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The sales rep, reported on behalf of the surgeon, that as advancing the 3.5 x 12mm locking screw into the distal medial screw hole of the plate the locking threads did not engage in the plate. The sales rep reported that the screw therefore continued to advance through and ended up underneath the plate. The sales rep reported that the surgeon was able to remove the screw and he inserted another 3.5 x 12mm locking screw with lot f003638atpbbp, this engaged with the plate and locked.